Event description:
It was reported by the customer that "handset (with cracked plastic clip) collided with carer while she moved the device. Due to broken clip the handset was in and unknown position prior to the move, during the move the handset accelerated at the carer. The handset is cracked and was so before this incident, and the cracked handset was noted on the last service and was not replaced as the customer did not want to cover the expenses." Personal injury sustained by staff member. Bump to temporal lobe, followed by nausea and dizziness CT scan confirmed perforated eardrum.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the manufacturer's investigation. Ref. Imp # 1419652-2014-00209.